Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the radial artery. The 36mm in length, 2.50mm in diameter, eccentric and de novo target lesion being treated was located in the moderately tortuous and moderately calcified bifurcation of the proximal left anterior descending (lad) and the diagonal (dx) arteries. The lad was treated with rotational atherectomy and multiple rounds of balloon angioplasty. A 2.75x16mm promus element stent delivery system (sds) was then advanced and deployed. An unspecified balloon catheter was advanced to the main branch and then the 2.50x16mm promus element sds was advanced with the intention of treating the dx. Resistance was felt in the guide catheter between the promus element sds and the balloon catheter. The 2.50x16mm promus element sds was removed and distal stent damage was noted. Additional predilation was performed, another 2.50x16mm stent deployed, followed by deployment of an unspecified stent and post-dilation with kissing balloons. No patient complications were reported and the patient remained stable throughout the procedure.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the radial artery. The 36mm in length, 2.50mm in diameter, eccentric and de novo target lesion being treated was located in the moderately tortuous and moderately calcified bifurcation of the proximal left anterior descending (lad) and the diagonal (dx) arteries. The lad was treated with rotational atherectomy and multiple rounds of balloon angioplasty. A 2.75x16mm promus element stent delivery system (sds) was then advanced and deployed. An unspecified balloon catheter was advanced to the main branch and then the 2.50x16mm promus element sds was advanced with the intention of treating the dx. Resistance was felt in the guide catheter between the promus element sds and the balloon catheter. The 2.50x16mm promus element sds was removed and distal stent damage was noted. Additional predilation was performed, another 2.50x16mm stent deployed, followed by deployment of an unspecified stent and post-dilation with kissing balloons. No patient complications were reported and the patient remained stable throughout the procedure.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified stent damage. The struts on the first row in from the distal end of the stent were misaligned, and stretched out towards the distal markerband. The stent from the middle towards the proximal end appeared to be slightly flattened along its length. The balloon of the device were visually and microscopically examined and no issues were noted with the profile of the balloon that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. There was some damage noted to the tip of the device. A visual and microscopic examination found that the hypotube had kinked approximately 300mm distal from the catheter's strain relief. Several smaller kinks were noted along the length of the shaft. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).